Event description:
User experiencing low ck results for one patient. Physician questioned the low ck results. The results did not fit clinical picture. Initial result gave <5 u/l; repeat on different analyzer gave 15 u/l. A second sample was obtained the next day and repeated twice giving 1 u/l each time. Sample was repeated an additional three times, twice with dilution giving 2 u/l each time, and once without dilution on different analyzer giving 15 u/l. The patient was not treated based on the low ck results. If additional information is received, appropriate notification will be provided.